Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This easydrill cranial perforator was manufactured by micromar. The device history records were reviewed by micromar and all specifications were met prior to release. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforator did not stop and caused the dura to become broken. It was reported that there was no other patient impact. On follow up it was reported by the surgeon that the perforator did not stop. When he saw this, he withdrew the drill and there was no injury to the patient. The current status of the patient was described as ¿ok¿. There was no further information provided regarding the patient. The event occurred on the first trepanation. The surgeon indicated the initial tests were performed prior to first use. This was the initial use of the perforator. The concomitant device description was provided without the serial number and the surgeon¿s full name was provided.